Event description:
It was reported while using bd maxzero¿ needle-free valve there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: it does not allow the passage of serum.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a mz1000-br sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22075595. The feedback provided by the customer suggests a complete occlusion was detected during use of the maxzero device. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22075595 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported while using bd maxzero¿ needle-free valve there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: it does not allow the passage of serum.